Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that for unknown reasons a lead revision procedure was scheduled. During the procedure, the physician had difficulty retracting the lead helix and instead explanted and replaced the lead. The patient was in stable condition during and posts surgery.

Event description:
New information reported on (B)(6) 2018 stated that the reason for the surgery was to address the right ventricular lead for exhibiting high thresholds and low sensing.